Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, it failed to cross the lesion, and the balloon burst at 20 atmospheres. The procedure was completed with a different device. No patient complications were reported, and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 2.50mm x 12mm, catheter was returned for analysis. Visual and tactile inspection was performed but no issues identified with the hypotube shaft, and no kinks or damages on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a 7mm longitudinal balloon tear. No issues noted with the tip. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, it failed to cross the lesion, and the balloon burst at 20 atmospheres. The procedure was completed with a different device. No patient complications were reported, and the patient condition was good.